Manufacturer narrative:
One medfusion pump was received with a damaged left plunger case. The event history log was reviewed and there was a "plunger not in place alarm" in the history. The start-up process was conducted and the reported issue was verified and the flippers were sticking up. One of the screw mounts on the left plunger case was broken off as a result of the user's impact to the device. The left plunger case will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger error. There was no patient incident.